Event description:
During a procedure the tip of the screwdriver broke off in the head of a screw. Surgeon was attempting to remove an arthrex spiked ligament washer screw. Surgeon was unable to remove the screw, left the tip of the screwdriver lodged in the screw head in the pt.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.